Manufacturer narrative:
Follow up 16-may-2016: quality-safety evaluation of ptc global number: (B)(4) for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed heavy bleeding (regarded as genital bleeding) and pelvic pain. Essure removal will be scheduled. These events are listed according to essure's reference safety information. During essure micro-insert therapy, pelvic pain and genital bleeding or spotting may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since a surgical intervention will be required. According to product technical analysis, the outcome of the investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of an adult female plaintiff in united states on 07-apr-2016 who had essure (fallopian tube occlusion insert) lot number c91745 inserted on plaintiff experienced abdominal, pelvic, back pain, heavy bleeding, migraines, nickle (as reported) allergies, and painful intercourse. It was stated that she has exam on (B)(6) to schedule removal. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed heavy bleeding (regarded as genital bleeding) and pelvic pain. Essure removal will be scheduled. These events are listed according to essure's reference safety information. During essure micro-insert therapy, pelvic pain and genital bleeding or spotting may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since a surgical intervention will be required. A product technical analysis is being performed. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.